Event description:
A customer reported a malfunction alarm, specifically malf 12, on their pump. There was no reported adverse impact to the customer's blood glucose level as the customer declined to provide specific information regarding any blood glucose readings exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing pump reset information and helped in resetting the pump, which successfully resolved the malfunction. The customer was advised to continue using the pump and to contact support again if the malfunction recurred.